Event description:
Unomedical reference number (B)(4) event occurred in the bahrain. On 13/apr/2024, it was reported that patient faced an issue with infusion set cannula was bent on the second day of use. The site location was at abdomen,. The infusion set was used for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.